Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic with discomfort due to phrenic nerve stimulation. The patient's right ventricular (rv) lead had high capture thresholds. The rv lead was explanted and replaced. The patient was stable throughout procedure.